Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a red alert related to shock impedance high out of range. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a red alert related to shock impedance high out of range. The device remains in service. No adverse patient effects were reported.